Event description:
The customer reported that the suspension leaks out between the needle and syringe.

Manufacturer narrative:
Please note: model number details was not provided by the customer. As a result, the UDI could not be determined. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
A picture was provided by the customer and upon reviewing the picture, the reported condition could not be confirmed. A lot number was provided, however the picture provided by the customer is not for that lot number, as the lot number belongs to a safety needle. A physical sample was not received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, a corrective and preventive action is not deemed necessary. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.